Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 6 months after the dental implant was placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 6 months after the dental implant was placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).